Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had a full system replacement due to pain in their left chest muscle with stimulation. The explanted devices will be returned, but have not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
A2: corrected age, supplemental #2 report: inadvertently did not correct age at time of event. B1: corrected product problem, supplemental #2 report: this box was inadvertently not selected. B3: date of event, supplemental #2 report: date should have been updated to 2/6/2022 b6: corrected relevant tests, supplemental #2 report: inadvertently left out details about generator analysis. D1-d4: corrected suspect medical device, supplemental #2 report: inadvertently did not update suspect product. F10: corrected medical device problem code, supplemental #2 report: inadvertently did not list a040101. F10: corrected component code, supplemental #2 report: inadvertently did not list g02025. H1: corrected type of reportable event, supplemental #2 report: malfunction box was inadvertently not selected. H3: corrected device evaluated by MFR? Supplemental #2 report: yes, was inadvertently not selected. H6: corrected investigation findings, supplemental #2 report: inadvertently did not list c070603. H6: corrected investigation conclusions, supplemental #2 report: inadvertently did not list d02.

Event description:
The explanted devices were received by the manufacturer to undergo product analysis. Analysis has not been completed to date.